Event description:
Health care facility customer reports that pt's skin developed small water blisters and redness under the dressing, following laparoscopic surgery. A total of three tegaderm dressings were applied to pt's abdomen. Pt was treated in ER for six hours. In the ER, pt's abdomen from her breasts to thighs became red with hives and tiny blisters. The following day, the pt's abdomen was itching and alleges that her skin had peeled from her abdomen where there are red areas and pigmentation changes at the location where the tegaderm dressing had been placed. Customer has stated that she has used tegaderm hundreds of times and has never had a reaction. Health care facility customer has reported that the pt's blisters, erythema, and itching have improved.

Manufacturer narrative:
Conclusions: no eval will be performed. Device or lot code not provided to manufacturer for eval. Complaint type will be monitored.